Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. There was no adverse impact to the customer. Reportedly, the customer reverted to manual injections for insulin therapy.